Event description:
A surgeon reports a pt has a +2.00 unexpected postoperative refraction following intraocular lens (iol) implant surgery. The cause of this event is not known. Additional info has been requested.